Event description:
It was reported that patient had a revision of revision. Left hip. Patient was brought back to reduce the amount of anteversion for dislocation.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had a revision of revision. Left hip. Patient was brought back to reduce the amount of anteversion for dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.